Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that two 23 gauze cassettes were primed but did not aspirate during the surgery. The surgery was completed on same day by replacing the third different 25 gauze cassette. The surgery type was unknown. There was no report of patient impact. Additional information requested and received that the surgery type was vitrectomy surgery. There was no patient impact. This case involved the two of two cassettes.